Event description:
It was reported the patient is deceased and expired after explant of the implantable pulse generator (ipg) system and during the procedure. The cause of death was listed as due to pulmonary embolism and cerebrovascular accident. No other information is known.

Manufacturer narrative:
Corrected information: sex.